Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s lead at l1 vertebral level was fractured. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. Therapy was restored after surgery.